Event description:
It was reported that the customer received an altitude alarm during bolus delivery. After a short delay in clearing the alarm, insulin delivery was resumed successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.